Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/8/2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak metal inserter broke off while being inserted. This was discovered during a hip labral repair procedure on (B)(6) 2023. All the broken fragments were retrieved, and the case was completed successfully. Additional information received on 11/8/2023: the case was delayed between ten to fifteen minutes, and it was completed using a new ar-3636h self bunching 1.8 knotless hip fibertak. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is excessive force/friction during use or insertion.